Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported a patient incident occurred. The customer wants to know if there were any alarms during the period of the incident, (B)(6) 2022 between 2:57am and 3:30am.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer collected the pic ix and mp5 patient monitor logs. The logs were sent to a philips clinical product specialist (cps) for clinical assessment / review. The cps identified the alarms were not turned off. There were multiple alarms generated (including low spo2, elevated hr, and missed beat as shown below) and silenced five time between the 2:57am-3:30am on 2/20/2022. Multiple reminders for these alarms were also generated. It also appears at 3:35am alarms were silenced at the bedside. There was no product malfunction, the device was working as intended with no failures found.